Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Partially broken off belt clip rail.

Event description:
Information received by medtronic indicated that the clip rail is broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.